Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 1494: mitral valve device used on the tricuspid valve. Device code 2017: use after damaged. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The clip delivery system referenced in b5 and d11 is filed under a separate medwatch report number.

Event description:
This is filed to report the inability to straighten the steerable guide catheter tip. It was reported this was a mitraclip procedure performed to treat grade 4 tricuspid regurgitation (tr). During the procedure, after turning the +/- knob 2/3 of a turn, the steerable guiding catheter (sgc), no longer curved or straightened, but use of the device continued. The mitraclip delivery system (cds) was advanced and the clip was implanted without issue, reducing tr to grade 1. During removal of the cds, it could not be completely retracted through the sgc, so the devices were removed together as single unit. The radiopaque alignment markers on the sleeve shaft were observed to be too separated when the system was fully retracted. There was no reported adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned and investigated. The reported steerable guide catheter (sgc) unable to curve could not be confirmed via returned device analysis, however the sgc unable to straighten was confirmed. The cable was observed to be broken. A review of the lot history record revealed no manufacturing nonconformities reported to this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It should be noted that the IFU states that: do not use device if damage is detected. Use of damaged product may result in air embolism, vascular and/or cardiac injury. The device was used in the tricuspid valve (off-label use was due to user error). It should be noted the instructions for use states, the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. It appears that the off-label use of the device likely contributed to the sgc knob issues as device experiences lot of tension during use that can influence the user experience. The investigation determined that reported sgc knob issues and observed cable break were likely the cascading effects of the improper incorrect procedure or method and off-label use. Based on this information it appears that the improper or incorrect procedure or method likely influenced the observed cable break. There is no indication of a product quality issue with respect to manufacture, design or labeling.